Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver the shock to the patient. The patient involved was reported to have experienced harm.